Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 17251 was returned and analyzed. Visual inspection was performed, and a breach and a kink/twist was observed on the guide wire lumen. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for ten applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (indicating a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection.) During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed one inch proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a breach and a kink observed on the guide wire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of a cryo ablation procedure, the patient's arrhythmia was not completely terminated at the time of final confirmation. When the physician checked if the pulmonary veins were isolated or not, a reconducting pulmonary vein was found. When an attempt was made to perform additional treatment, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The case was completed without further treatment. No patient complications have been reported as a result of this event.